Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
The patient was injected in the nasolabial folds and the right lower lip. The patient allegedly developed redness, swelling, and white pus on right lower lip, left nasal rim and nasolabial fold right glabellar. The patient was treated with keflex (500mg, 4 per day).